Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the power supply assembly. After performing unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer initially contacted physio-control to report that their device required servicing. Upon further investigation physio-control became aware that the device would also intermittently lock up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.